Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached and was not returned for analysis as it was implanted. The balloon had been inflated and deflated and the balloon wings were not refolded. The balloon was inflated to nominal pressure and deflated as per the dfu with no issues noted. The inflation device was verified before and after use with a calibrated pressure gauge. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that inflation issue and vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 8mm in length, eccentric, de novo target lesion was located in the non tortuous, mildly calcified and 2.75mm in diameter mid left anterior descending artery. After a 3.5 6f unspecified guide catheter was advanced to the target lesion, the 2.5mm x 9mm maverick balloon catheter was advanced for predilation. Then the 2.75mm x 12mm promus element stent was advanced to the target lesion. As the stent was being deployed, it was noted that there was a vessel dissection proximal to the stent due to balloon overhang. The procedure was completed using another of the same device which was deployed proximally. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that inflation issue and vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 8mm in length, eccentric, de novo target lesion was located in the non tortuous, mildly calcified and 2.75mm in diameter mid left anterior descending artery. After a 3.5 6f unspecified guide catheter was advanced to the target lesion, the 2.5mm x 9mm maverick balloon catheter was advanced for predilation. Then the 2.75mm x 12mm promus element stent was advanced to the target lesion. As the stent was being deployed, it was noted that there was a vessel dissection proximal to the stent due to balloon overhang. The procedure was completed using another of the same device which was deployed proximally. No further patient complications were reported and the patient's status was stable.